Event description:
A healthcare professional (hcp) reported a battery/no power issue with the abbott diabetes care (adc) device reader. Hcp reported customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced unspecified symptoms and received unspecified third-party treatment performed by a hcp. No further details were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The returned reader was investigated. The reader was visually inspected and observed damage to reader due to use related issue along with damage to usb port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The returned reader was de-cased. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d4(model no) and h4(device mfg date) was incorrectly updated in the initial report. Correction has been made.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in date of event is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional (hcp) reported a battery/no power issue with the abbott diabetes care (adc) device reader. Hcp reported customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced unspecified symptoms and received unspecified third-party treatment performed by a hcp. No further details were reported. There was no report of death or permanent impairment associated with this event.